Event description:
It was reported that catheter entrapment and shaft break occurred. The 99% stenosed target lesion was located in a mildly tortuous and mildly calcified left coronary artery. A 2.50 x 12 mm synergy xd drug-eluting stent was advanced for treatment. However, during the procedure, the device was unable to cross the lesion. Following this failure, the stent was retracted but became stuck with the guidewire. Both the wire and the stent were removed together out from the body. Attempts to withdraw the wire from the stent catheter were unsuccessful. As the stent catheter was withdrawn, the distal portion about 25-30 cm back from the tip of the catheter was separated from the main body of the stent. The procedure was completed using a compliant balloon. No complications were reported for the patient.

Event description:
It was reported that catheter entrapment and shaft break occurred. The 99% stenosed target lesion was located in a mildly tortuous and mildly calcified left coronary artery. A 2.50 x 12 mm synergy xd drug-eluting stent was advanced for treatment. However, during the procedure, the device was unable to cross the lesion. Following this failure, the stent was retracted but became stuck with the guidewire. Both the wire and the stent were removed together out from the body. Attempts to withdraw the wire from the stent catheter were unsuccessful. As the stent catheter was withdrawn, the distal portion about 25-30 cm back from the tip of the catheter was separated from the main body of the stent. The procedure was completed using a compliant balloon. No complications were reported for the patient.

Manufacturer narrative:
The device was returned for analysis. A visual and tactile examination identified no kinks or damages along the entire length of the hypotube. The device was received in two sections due to a break in the midshaft. The break was located approximately 9cm from the port exchange. A visual and tactile examination of the distal extrusion identified that the extrusion was stretched and kinked. A microscopic examination of the distal extrusion identified that the extrusion was stretched and kinked. The break in the midshaft extrusion is consistent with excessive tensile force having been applied to the midshaft. A microscopic examination of the crimped stent identified no damages. The stent was securely positioned between the proximal and distal markerbands. A microscopic examination of the balloon material identified no damages. The balloon was tightly folded and did not appear to have been subjected to any positive pressures. A microscopic examination of the tip identified no damages. The crimped stent od (outer diameter) was measured and the result was within maximum crimped stent profile measurement.